Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they needed assistance on what to do with the patient programmer and how the patient programmer worked with the device. Caller reported the patient was not feeling stimulation and was overflowing. Caller stated they had made an adjustment the day before yesterday at the healthcare provider's office. Caller stated the healthcare provider instructed the patient not to make any adjustment on their own. Caller inquired the use of the patient programmer and how to connect to check if the ins was on with the patient programmer. Caller stated the patient programmer backlight didn't work. After review, caller was able to turn the backlight on by holding down the light bulb button. Caller stated they were not holding down the button prior. Caller stated that after a few seconds the patient programmer went blank and got poor communication. Caller was getting poor communication and had to reposition the antenna a few times. Caller noted the patient's husband moved the antenna to the correct spot over the ins. Caller was then able to connect using the patient programmer antenna. Caller stated they were seeing stimulation as on program 3 at 2.8. It was reviewed the patient programmer was functioning as intended. It was reported the patient was not getting symptom relief. Caller stated the patient was retaining too much fluid, 14, 15, 16 oz; which was too much for the patient. Patient was difficult to understand, however the patient did say symptoms were good the morning of the report. No further complications were reported or anticipated.